Manufacturer narrative:
The sample is not available for investigation. The lot history was reviewed and there were no nonconformities found that would have contributed to the reported complaint. A probable cause cannot be identified based on the information that has been provided. The reported complaint cannot be confirmed.

Event description:
The event involves a plum set that after reinforcing with 3m tape, the unspecified chemotherapy drugs still leaked from the air vent during administration. There was patient involvement but no harm reported. No additional information was provided.